Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed from the evaluation. The set screw in the swivel base was tight. The evaluation showed that the lock having movement and a residue buildup is present. The unit needs repair, and replacement of worn/damaged parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the swivel lock on the mayfield modified skull clamp (a1059) does not feel snug and needs adjustment to stay in the locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.